Event description:
The manufacturer was contacted regarding a ds2adv auto CPAP w/humid cell/bt device. The patient alleges a history of allergies (using allergy medication), excessive mucus, coughing spells, difficulty breathing, and a strong immune response. After experiencing the reported harm, the patient saw an allergist and was instructed to discontinue using the humidifier. The patient was also advised to call the manufacturer to ensure using the device without the humidifier was okay. There were no allegations of device malfunction(s) in the complaint, although the patient is unsure if the reported harm is related to device usage.